Event description:
Boston scientific crm received information that this device exhibited a monitoring voltage of 2.99 volts at 8.4 seconds in (B)(6) 2009. In (B)(6) 2010, the monitoring voltage was 2.88 volts at 16.9 seconds. The charge time increased to 17.9 seconds in (B)(6) 2010. At this follow-up, the monitoring voltage was 2.76 volts at 22.0 seconds and the device triggered elective replacement indicator (eri). Technical services informed the clinic nurse that the eri trigger was due to charge time. Technical services commented that this device is not part of the mid-life display of replacement indicator advisory and recommended replacement due to the device's eri status. Subsequently, the local representative contacted technical services to discuss the device's recent trigger to eri. Technical services discussed middle-of-life (mol) extended charge time behavior and recommended that the device be returned following explant for laboratory testing.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.